Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3 - other (81): the lens was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: medical device problem code: 3191 ( to capture unspecified/other w/ patient involvement). Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was implanted in the patient's right eye, and immediately after surgery the patient had tunnel vision. Another doctor placed a piggyback thinking it might be a dysphotopsia but vision seemed worse. It was stated that the event was from a difficult patient who had been to three (3) different doctors since the iol was implanted, and that the piggyback lens is most likely not a johnson and johnson iol. No other information was provided.